Event description:
It was reported that while using the bd preset¿ arterial blood collection syringe that there was an open unit package where sterility was compromised. The following information was provided by the initial reporter: when I opened the box and used it, I found that the package was cracked.

Manufacturer narrative:
H.6 investigation summary bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to open package / seal as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode open package / seal. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.